Event description:
It was reported that a revision surgery was performed and the poly was exchanged.

Manufacturer narrative:
Corrected data : no information available for implant date.

Manufacturer narrative:
The associated journey articular insert was not returned for evaluation. A clinical evaluation noted no clinical relevant documentation was provided, therefore, a thorough medical investigation could not be performed. Should additional information become available, the clinical/medical task may be re-evaluated. Without the return of the actual products involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.